Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge even though charging equipment and wall outlet were confirmed to be working. There was no adverse impact to the customer¿s blood glucose level. Customer left wall adapter plugged into a working outlet for at least 30 minutes using original charging supplies, after which pump began charging normally and no further assistance was required.